Manufacturer narrative:
Implant date: unknown, implanted in 2015. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter stopped working in (B)(6) 2022. The patient then had the artificial urinary sphincter removed due to recurring incontinence as a result of fluid loss. Upon inspection of the device the surgeon found a pinhole leak in the cuff at one of the corners of the folds on the cuff around the urethra. A new artificial urinary sphincter was implanted. No additional patient complications were reported.